Event description:
A device report received from (B)(4) indicates: (B)(4) clinical study pt participating in (B)(6) prodisc-c study was implanted on (B)(6) 2011 with a prodisc-c, level c5-6. Post operatively, pt experienced hand pain and weakness on an unk date. Surgical team determined on an unk date, the c6-7 level suffered compression during the implantation. Pt returned to operating room on (B)(6) 2011 and pt was revised and implanted with cervios cage at c6-7 level to alleviate the pt's sudden onset of symptoms.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.